Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that 5 months and 25 days after the dental implant was installed in intraoral region #11, its non- osseointegration was observed. Moreover, the patient presented bone type ii.